Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use a backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery. Technical support attempted to troubleshoot the issue, but the pump did not respond. Consequently, it was decided that the pump would be replaced, and arrangements were made for the customer to return the faulty pump using a prepaid label.

Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use a backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery. Technical support attempted to troubleshoot the issue, but the pump did not respond. Consequently, it was decided that the pump would be replaced, and arrangements were made for the customer to return the faulty pump using a prepaid label.